Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed inaccurately low results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately around 9pm on (B)(6) 2016 when he obtained an alleged inaccurately low blood glucose result of ¿263 mg/dl.¿ the patient manages his diabetes with insulin (self-adjuster). He reported that at 9pm on (B)(6) 2016, he skipped his insulin medication (lantus) and went to bed. He reported that he woke up around 3 hours later, at midnight, to get a drink, but ¿passed out.¿ he indicated that the emergency medical service (ems) was contacted and when paramedics arrived blood glucose tests were performed. The patient reported that the blood glucose result on the subject meter was 40mg/dl lower than the result on the paramedic¿s meter, however, the patient was unable to provide specific results or to specify the time difference between the comparison. The patient was unsure of the treatment he received, but thinks it ¿may have been a glucose drip.¿ during troubleshooting, the patient confirmed that the meter was set to the correct unit of measure. He confirmed that his test strips were within expiry date and had been stored correctly and the test strip vial was not cracked or broken. The cca noted that the patient had used the same approved sample site to obtain the blood samples but he was unable or unwilling to describe his testing steps. The patient did not have control solution available to test the meter and test strips and the issue remained unresolved. The patient¿s products were requested back for investigation. Although the patient developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, there is no indication that the subject meter caused or contributed to this injury. The patient¿s symptoms were consistent with the readings obtained with the lfs device and the treatment provided by the paramedics. However, this complaint is being reported as a malfunction because the reported results may not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.

Manufacturer narrative:
The initial 3500a report should state the following conclusion: this complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began. The device cannot be ruled out as a cause or contributor to the event. The classification of this complaint is being changed to adverse event and the field in the initial 3500a report should indicate adverse event and product problem.